Event description:
Hcp reported that the patient had severe exacerbation of pain one year ago when pt's pump was replaced because it was at end of life. Patient "had immediate improvement at that time with new pump". Patient was using morphine at a concentration of 50mg/ml. A catheter study and a rotor test were done - both ok. The device was replaced. The patient did not get "immediately" better. The hcp suspects the pump may have not been the problem.